Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They also inspected the reservoir, snap-cap, and septum for anomalies and none were found. They ran the occlusion test per dop 114-830 as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoir and connector into a 7xx insulin pump. They tested on the infusion set and installed the reservoir and connector into a 7xxpump. They also tested on the catheter tip. Conclusion: reservoir was not occluded.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she thinks the insulin pump has died and she needs a replacement sent. Customer stated what when she changes the set 50% of the time, it says to redo it. Customer received a no delivery alarm and stated that she had to revert to manual injections to lower her blood glucose. Customer stated that her blood glucose is 456 mg/dl. Customer treated with a manual injection. Customer stated that the alarm occurred during manual prime and it is recurring. Customer stated that the issue has been resolved by a complete set change. Customer was not able to troubleshoot at the time of the call. Customer stated that she had 2 reservoirs in her refrigerator that she was not able to use.